Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced remote arm controller (rac) and master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the rac and mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted ablation surgical procedure using an xi system before surgical ports placement, the clinical territory associate (cta) called on behalf of the customer to report error 40067, which persisted after multiple restarts. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified a communication issue related to surgeon side console (ssc) 2. The tse consulted with the clinical sales representative (csr), who had replaced the blue fiber cable (bfc) on the ssc and performed another restart, including a cold boot and emergency power off (epo); however, the communication error persisted, even though the system came online. Additional errors pointed to remote arm controller (rac) 1, with the right master tool manipulator (mtm) failing to initiate. As a result, the procedure was aborted to another da vinci system. There was no report of patient involvement.

Manufacturer narrative:
The remote arm controller (rac) was returned for failure analysis, and the reported problem error 40067 on rac was not replicated. In logs, there was error 40067 found to indicate the failure occurred in the field. Visual inspection, no issues were found that are related to the report issue. The rac was installed onto the golden system. The golden system was set to run 10 power cycles and 10 minutes sine cycles and sit idle for one hour. The master tool manipulator (mtm) was driven manually, the rac functioned as expected and smoothly. Once testing was completed, the system error logs was inspected, but no error could be identified.

Event description:
Refer to h11 for follow-up information.